Event description:
The following complaint was reported: pharmacy sold box of product to health care professional two units opened. Stated that product had not been used unsure if product efficient and sterile because there was a red tape across product as if it were the end of line production.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available a f/u report will be submitted. . Note: the actual date of event is unknown, so the date used was the date convatec became aware.